Event description:
It was reported that during a urolithiasis procedure, the laser energy emitted was not visible due to a break in the middle section of the fiber. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified that the pieces of the fiber body were being held together by the fiber jacket. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during insertion into the scope and when the fiber was fired lead to the break. The device history record review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The alleged broken fiber was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during a urolithiasis procedure, the laser energy emitted was not visible due to fiber got damaged; a break was noted in the middle of the fiber. The procedure was completed using another fiber. There were no patient complications.